Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the debris found on the downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported 'cassette is not attached'. There was unknown patient involvement.